Event description:
End user states the chair is too sensitive. States the device is hitting walls, damaging the refrigerator and the rubber on the arm pads are being damaged from her running into things.